Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown (about a year ago). It was reported the patient started having problems of no medication being supplied about a year ago. The patient would ask the healthcare provider (hcp) for an increase in medication dose in the pump which the patient was given. However, the patient never felt anything. The patient believed that something was wrong. The hcp discovered that a pouch of fluid had developed around the pump. The hcp had to withdraw this before they could withdraw medication from the pump and then refill. The fluid withdrawn from the pouch was tested, and it came back as ¿nothing¿. Per the patient, it looked like urine. At every refill they withdrew between 10-100 cc from the pouch. The patient followed up with the physician last week and hcp said that they should go in to investigate and performed fluoroscopy last week. The patient told the doctor that the ¿darn thing is not working¿. The patient was told that they could just leave it alone or replace the pump and left the decision up to the patient. The patient was told that there were two openings for surgeries with a physician in (B)(6) and the earliest another physician had available was on (B)(6). The patient would like the procedure to be scheduled for next monday. No further complications were reported.